Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via psr indicated on (B)(6) 2015 there was a 66% increase in the patient's daily dose and the new daily doses were baclofen 37.49 mcg/day, morphine 0.2499 mg/day, and bupivacaine 7.498 mg/day. The patient also received a single bolus dose over nine minutes. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via psr. The outcome resolved without sequelae (B)(6) 2015. Additional information was received from a physician via psr indicated the outcome was resolved without sequelae on (B)(6) 2016 (previously reported (B)(6) 2015). The clinical diagnosis was a cerebrospinal fluid (csf) leak and intervention included a catheter revision on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via the product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen (150.0mcg/ml, 22.65mcg/day), unknown morphine (1.0mg/ml, 0.1510mg/day), and bupivacaine (30.0mg/ml, 4.529mg/day), simple continuous infusion, in an implant pump for non-malignant pain. The last pump refill occurred on (B)(6) 2015 at 10:30 and the daily dose was decreased by 57% on (B)(6) 2015. The patient experienced a headache (positional headache) and nausea on (B)(6) 2015, six days following a catheter revision ((B)(6) 2015). On (B)(6) 2015, fioricet was administered and the patient was instructed to increase caffeine and fluids. On (B)(6) 2015 an epidural blood patch was applied. On (B)(6) 2015 the patient made another clinic visit at which time vitamin c, zinc, and vitamin d were administered and the patient was instructed to apply a compression pack. The event was considered related to the implant procedure and not related to the device/therapy. The outcome of the event was considered ongoing.